Manufacturer narrative:
The received device had the cannula assembly fully deployed, though the exposed portion of the soft cannula was kinked and torn. It was then discovered during the investigation that fluid was leaking from this damage. It could not be determined when this damage occurred, and it could not be conclusively determined if it affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500 mg/dl). In order to treat the high bg, a new pod was applied. The pod was worn for between 4 and 24 hours.